Event description:
The customer called technical support (ts) reporting that there is a prompt for device¿s proximal pressure pipe disconnected while the device was in use on a patient. There was no harm to the patient or user. There was no medical intervention provided to the patient, nor a delay to therapy noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse re-adjusted the pipeline and resolved the reported issue. The device passed required performance verification tests per philips¿s standards.

Manufacturer narrative:
(B)(6).